Manufacturer narrative:
Philips has investigated this complaint. The philips rse (remote service engineer) confirmed that the system cannot start up. The customer restarted the device for three times. Upon troubleshooting , rse did the first startup, screen showed start up time and unable to power off system without switch wall. On second start up, the tabletop was floating and third startup is required to reset the geometry. To resolve this issue, rse rebooted the system. After rebooting the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not start up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.